Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 124 mg/dl at the time of the report. The customer stated that she had the flu the day prior to the event. The customer stated that there was condensation beneath the insulin pump's display. Nothing further was reported.